Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) replaced the reference electrode and decontaminated the reference line. The electrodes were cleaned and dried. The customer had no further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned results for an unknown number of patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The following examples of discrepant results were provided for 3 patient samples: patient a initial na result was 149 mmol/l. The repeat was 142 mmol/l. Patient a initial k result was 5.2 mmol/l. The repeat was 4.6 mmol/l. Patient b initial na result was 150 mmol/l. The repeat was 141 mmol/l. Patient b initial cl result was 93 mmol/l. The repeat was 105 mmol/l. Patient c initial na result was 124 mmol/l. The repeat was 142 mmol/l. Patient c initial cl result was 116 mmol/l. The repeat was 103 mmol/l. The repeat results were from a different instrument. No questionable results were reported outside of the laboratory. The electrode lot numbers with expiration dates were not provided.